Event description:
A falsely elevated troponin I results of 1.4 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested and a result of 0.24 ng/ml was obtained. The patient was admitted, but treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to user error caused by improper tubing connections to the hm pump heads by the customer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to user error caused by improper tubing connections to the hm pump heads by the customer. The customer corrected the error. The instrument is operating within specifications.